Manufacturer narrative:
H6: investigation summary it was reported that while using a syringe to flush cvc lines before and after hemodialysis the syringe was hard to push after using 3ml. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer had product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0352381. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed.see h10.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575 batch no: 0352381 date of incident (yyyy-mm-dd): 2021-03-30 type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient unexpected or prolonged care? No we use 10ml ns syringe to flush cvc lines before and after hemodialysis. One of the syringe was hard to push after using 3ml. Writer used another syringe to continue the procedure and finished the job. The defected syringe was saved in a bag. (The defected syringe was withdrawn with air, try to push it again and still hard to push when the fluid at 7ml marking.)

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575 batch no: 0352381, date of incident (yyyy-mm-dd): (B)(6) 2021, type of incident/problem: malfunction - during or after use, level of harm: no apparent harm - reached patient/person, inconvenient, unexpected or prolonged care? No. We use 10ml ns syringe to flush cvc lines before and after hemodialysis. One of the syringe was hard to push after using 3ml. Writer used another syringe to continue the procedure and finished the job. The defected syringe was saved in a bag. (The defected syringe was withdrawn with air, try to push it again and still hard to push when the fluid at 7ml marking.)